Event description:
On (B)(6) 2012, the patient was injected with 1.5cc of radiese into the nlf (a deep bolous) and the malar pad. There was no problem in the malar pad area. No blanching or pain at time of were noted injection noted. On wednesday ((B)(6) 2012), the patient complained of pain and symptoms of infection. When seen by dr (B)(6) is when he noted clinical signs of occlusion. Dr (B)(6) immediately started dermal filler occlusion protocol (warm compresses, massage, nitro paste) to include vitrase. On thursday ((B)(6) 2012), he referred the patient to a local plastic surgeon, dr (B)(6). The area of necrosis was manifesting on the patient's nasal tip. Dr (B)(6) states that dr (B)(6) feels no surgical intervention will be needed but possibly fractional laser in the future. Photos were taken but dr (B)(6) is declining to send them to merz aesthetics.

Manufacturer narrative:
(B)(4), the patient was prescribed augmentin 875mg 125 1 tablet two times a day for 7 days, bactrim 1 tablet two times a days for 7 days and bactroban applied to the area 3 times a day for 7 days. The device history records for the reported lot number were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted.